Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to negative dysphotopsia. A limbal relaxing incisions (lri) was performed. There was no vitrectomy performed. A non-johnson and johnson lens of +23.0 diopter was used as a replacement. The patient outcome was reported as fair, and no injury reported. No further information was provided.

Manufacturer narrative:
Section a4: patient weight: unknown/ not provided. Asku. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: sep 5, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the returned condition of the lens, no further product evaluation could be performed. The complaint issue was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified and the complaint issue was not confirmed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.